Event description:
It was reported to philips that the customer was unable to acquire images. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency planned procedure was performed when the issue happened, and procedure was completed by moving the patient to another system. A philips field service engineer (fse) inspected the system onsite and confirmed that system unable to acquire images. After reviewing log file fse found image disk full. Upon troubleshoot fse found expected all modes work but cine not operating. To resolve the issue, fse was re-created database. After re-created database, system was returned to use in good working order. The codes were updated based on the investigation outcome.